Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The customer troubleshot with technical support. The customer was advised to replace the o2 sensor and was provided with part number and price.

Event description:
It was reported that the ventilator generated an error code that the o2 sensor will not calibrate. No patient involvement. Event date not specified; estimate used.